Event description:
74 year old male for laparoscopic cholecystectomy. Surgeon unable to remove gallbladder and began to perform open cholecystectomy. Pt positioned, trocars removed. As surgeon was about to make incision, or table fell to floor. Pt remained on table. Table rotated to trendelenberg position. Table secured. Pt transported to post anesthesia care unit without having procedure performed.